Event description:
During an MRI guided cryoablation procedure, during the second freezing cycle, needles on group 2 and 4 stopped freezing after 2 minutes. These needles were relocated on another groups (1 and 3), but after a few minutes, the ice did not seem to extend on the mr images. The second cycle was shortened because the needles did not seem to freeze correctly. The procedure was then aborted.

Manufacturer narrative:
Corrected data: unchecked life threatening (previously mistakenly checked). The system was visited by a field service engineer and the internal dryers were replaced. The dryers were returned to galil medical and one of the 5cc dryers was found to be out of specification. Much of the desiccant material in the dryer was found to be granulated into powder form. The issue was discussed with the vendor of the dryers and a corrective action was implemented in (B)(6) 2015. The dryers in this system were manufactured prior to the implementation of this corrective action. There was no injury to the patient.

Event description:
During an MRI guided cryoablation procedure, during the second freezing cycle, needles on group 2 and 4 stopped freezing after 2 minutes. These needles were relocated on another groups (1 and 3), but after a few minutes the ice did not seem to extend on the mr images. The second cycle was shortened because the needles did not seem to freeze correctly. The procedure was then aborted.